Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensed noise which lead to pacing inhibition and inappropriate automatic mode-switch. The ra lead was explanted and replaced. The patient was stable and asymptomatic.